Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Therefore, the reported problem was not confirmed and a root cause could not be determined. A follow-up report will be filed if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a home choice machine (hc) alarmed with a system error (se) 2240. The home patient (hp) was connected to the machine. The hp stated she was asleep when the hc alarmed. The hp thought she was in a drain but did not know. The hp stated she recycled power and se 2367 alarmed. The hp stated someone else sets up hc for her and she does not know the answer to any of baxter technical service representative (tsr) questions. The tsr advised the hp that they would need to start over with new supplies or do a manual exchange. The tsr advised the hp that they would need to inform the peritoneal dialysis registered nurse (pdrn) of the se 2240. The tsr had the hp recycle power to press go to start. The hp would do a manual exchange. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were used and connected prior to priming. The patient line became separated from the transfer set. The patient did not press go to start therapy before connecting. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. No clinical consequences for the patient were reported.